Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot numbers not available. Device manufacturing dates are dependent on lot numbers, therefore, unavailable. Return requested for 2 thoracic clamps. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Parts not received by manufacturer.

Event description:
A medtronic representative received a report from a site that their 2 spinous process clamps had worn screws. Replacement devices were requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device lot numbers for both thoracic clamps now provided: 140923 and 100927. Device manufacturing date for both thoracic clamps now provided: lot #: 140923 = manufacturing date: 09/23/2014 and lot #: 100927 = manufacturing date: 09/27/2010.